Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Implant date: 2011. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: ni, batch: ni.

Event description:
It was reported that the patients leads had several contacts with high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned. No further information has been obtained despite good faith efforts.